Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Received one sealed device with the appropriate packaging and photos for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the shipping wedge was broken. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. The e valuation found no potentially contributing factors, and the sample met all related specifications. It was reported that the shipping wedge was broken. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #p4a0859) egia45avm, egia45avm egia 45 artic vasc med sulu, (lot #p3k1220) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric sleeve resection, when entering the stapler into the abdominal cavity, the surgeon noticed that there was a small yellow piece in the abdominal cavity that fell off from the protection sleeve and settled into one of the holes in the magazine. Scrub nurse noticed that part of the small thing on the inside of the yellow shipping tag was missing. The surgeon closed the jaws of the reload before removing the yellow shipping tag. Opened several packages but the same problem persisted on all of them. It was unknown if the problem was noticed prior to insertion into the patient on some of the reloads or if all reloads were introduced and then the problem was noticed. The component was retrieved by using a grasper. There was no patient injury.